Event description:
Reference number (B)(6). Event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) due to hyperglycemia and diabetic ketoacidosis event on (B)(6) 2026. The blood glucose level was 412 mg/dl at the time of hospitalization and the patient was treated with insulin pen. Patient found positive for ketones and levels found 1.6 mmol/l. Patient experienced abdominal pain at the time of hospitalization. The length of hospitalization was less than twenty-four hours. No further information available.